Manufacturer narrative:
A review of the manufacturing paperwork is going to be conducted. Additional information along with images of the event were requested.

Event description:
On (B) (6) 2009, this patient was implanted with a gore tag thoracic endoprosthesis to treat a dissection. Approximately 10 days later (on (B) (6) 2010), there was an unspecified leak. The dissection was filling due to an entry tear further down the descending aorta. A reintervention occurred and two gore tag thoracic endoprostheses were implanted. The patient tolerated the procedure. No other information was provided.